Manufacturer narrative:
Device evaluated by MFR: product analysis: part # 7576545, lot # h5688691. Visual and optical inspection did not reveal any deformation to the bone screw. The bone screw has been separated from the head of the screw. The c ring is still attached but bent. The head of the bone screw has some wear rings and indentions from the screw head. This type of damage is consistent with the screw being implanted at an over angulated position causing the bone screw to separate from the saddle of the screw. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding an event which occurred post a tlif procedure. It was reported that the screw broke and disassembled from head to shaft. One week after surgery, a revision surgery was performed to explant the product. No further complications were reported.